Event description:
New information noted that the lead revision for subclavian crush occurred on (B)(6) 2018. The lead was extracted and replaced. There was no reported complications or adverse outcomes due to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for impedance changes. On (B)(6) 2018, the patient presented to the clinic, upon interrogation the ventricular lead exhibited elevated thresholds measurements and the patient experienced pocket stimulation. The impedance alert was for high impedance measurements which was followed by low impedance measurements. The patient stated experiencing occasional pocket stimulation but was mostly asymptomatic. A chest x-ray was performed which revealed the lead was fractured. No intervention has been performed.